Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 380 mg/dl. It was also reported that the customer experienced an elevated bg of ¿high¿ on cgm, cause was unknown. Customer address bg level with manual dose injection. During troubleshooting with tandem technical support, a pump system check was preformed and the pump was functioning as intended. Customer was instructed to consult healthcare provider for diabetes management.